Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had to recharge the ipg multiple times per week and sometimes daily. Follow-up revealed that the ipg maintained less than 24 hours of therapy between recharges. As a result, surgery took place during which the ipg was explanted and replaced.